Event description:
It was reported during a remote follow-up, high out of range defibrillation impedance was noted on the right ventricular lead. Technical support was contacted and lead revision is anticipated. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated that there was a loss of high voltage therapy. The device was reprogrammed to resolve the event. The patient was stable.